Event description:
The customer reported a hydrogen peroxide contact after handling a cassette that was rejected by the unit. The customer reported that the contact site, her right forefinger, was burned. She stated that she immediately washed her hand with water for 15 mins, which did not help. She saw a dermatologist who bandaged the contact site but did not prescribe any other treatment. The customer recovered without further incident.